Event description:
It was reported that during an a-fib procedure, the bs ECG and ic signals disappeared on carto system in a random way. After follow up with the customer it was confirmed that the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. The signal loss happened during pacing and ablation. The procedure was completed by connecting directly the pacing cable one the pin box emergency port. Per technical service details, it was stated that this issue happens only during a-fib cases, when using lasso together with ablation catheter. He also mentioned that the signals disappeared when the ablation catheter is close to the lasso. This issue happened several times before and all kind of troubleshooting was done with the field service engineer, but the issue happens randomly and still not solved.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the bs ECG and ic signals disappeared on carto system in a random way. After follow up with the customer it was confirmed that the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. The signal loss happened during pacing and ablation. The procedure was completed by connecting directly the pacing cable one the pin box emergency port. Per technical service details, it was stated that this issue happens only during a-fib cases, when using lasso together with ablation catheter. He also mentioned that the signals disappeared when the ablation catheter is close to the lasso. This issue happened several times before and all kind of troubleshooting was done with the field service engineer, but the issue happens randomly and still not solved. The carto 3 was sent to carto manufacturer (htc) for evaluation. It was determined the parasitic interference between the ablation and stimulation in the ECG channels of ea-5401-162 ECG card caused distortions at ECG channels and disappearing of signals. The new fpga version would resolve this issue. DHR review was performed. No anomalies were noted in manufacturing or service. The customer complaint was confirmed.